Manufacturer narrative:
(B)(4). Information was received from a foreign source who is not required to complete form 3500a. The item was scrapped, and not returned. As no devices or photos were received, the condition of the components is unknown. Review of the device history record did not find any deviation or anomalies. This device is used for treatment. The versa-fx femoral fixation system linked lag screw inserter was manufactured in feb 11, 2011 and therefore had been in the field for more than 4 years 3 months. It is unknown how many times the device had been used during that time. A definitive root cause for the event cannot be determined with the information provided. This MDR was identified during an internal retrospective review to meet reporting requirements and therefore is being filed retrospectively.

Event description:
It is reported that during insertion of the lag screw, the inserter shaft broke. The operation was completed with an extractor.